Event description:
The patient reported that pt got hi results on the suspect device for weeks. Pt continued to take their normal doses of meds. Pt took the suspect device to a pharmacy and they ran unknown glucose controls on the system. The pharmacy reported the controls were out of range. The patient continued to use the test strips and continued to take their normal doses of insulin (16 units am and 8 units pm). 1 day prior to event date pt used the suspect device at 10:00pm and obtained another result of hi. Pt does 8 units of insulin and went to bed. Pt said pt woke up in the hospital. Pt was treated for low blood glucose and hospitalized. No other information was provided. Pt did not know their blood glucose level while in the hospital. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.